Manufacturer narrative:
Product analysis:upon receipt at medtronic¿s quality laboratory, the device was received with remnants of green multifilament sutures remained attached to sewing ring. The sewing ring was damaged exposing the stent, likely due to explant removal. The left and non-coronary cusps were in a partially closed position while the right cusp was open, due to adherent pannus on the outflow. Non-coronary and left cusps were intact, stiff yet pliable. The right cusp was immobile due to the host growth infiltration. Thick, off-white to tan pannus encapsulated all commissures; left right, right non-coronary and left non-coronary. Inflow: remnants of tan pannus noted along the existing sewing ring extending to the base stitching and margin of attachment of all leaflets. Outflow: thick, glistening off-white pannus was observed on the outflow railing of the right cusp, fully encapsulating the right cusp. Glistening off-white pannus partially covered the outflow railing and left cusp. Remnants of off-white pannus noted on the non-coronary outflow railing. Radiography revealed calcification on the left right commissural area. Conclusion: the DHR review was performed on the device; there were no issues identified during manufacturing that could have impacted this event. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The returned valve confirmed extensive presence of pannus in and around the valve. Pannus would be the common cause for immobile leaflet. Immobile leaflet was one of the most common failure modes (mechanism) which could lead to stenosis. Cuspal tear and/or commissure dehiscence were the most common failure modes (mechanism) which could lead to regurgitation. Calcification would be one of the common causes for these failure modes. Calcification is an inherent risk of bioprosthetic valve replacement and can be a patient related condition. As calcification and pannus have been confirmed on the valve, the issues the valve had experienced were due to patient related conditions effecting the valve¿s functionality. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product has been returned for analysis. A supplemental report will be filed upon completion of the analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years and 7 months post implant of this 33mm mitral bioprosthetic valve, it was explanted and replaced with a 33mm mitral bioprosthetic valve. The reason for the replacement was due to severe regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.